Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The pt presented with an acute mi. Due to the urgent status, the physician direct stented a taxus express2 3.0 x 16 mm drug eluting stent into the circumflex lesion (cx). The stent was deployed at 10 atms for 30 seconds. The balloon completely deflated but was unable to be removed from the stent. The stent had a mid waist, therefore the balloon was inflated a couple of times with the stent remaining under deployed. The 6 fr mach I guide catheter deep seated down to the stent causing the balloon to be released from the stent. The stent remained in good position. A quantum maverick 3.0 x 12 mm balloon was inflated to post-dilate the edges of the stent at 12 atms for 30 seconds and the mid section at 16 atms for 30 seconds. Repeat angiography showed mild residual stenosis of 20% in the mid section. A quantum maverick 3.25 x 8 mm balloon was inflated to 14 atms for 30 seconds to dilate the edges and the mid section to 16 atms. Angiography showed no signs of residual stenosis. The pt was transferred to their room in stable condition. Later that the day, the pt complained of chest pain but no ECG changes or enzymne shifts were reported. Due to increase in severity and frequency of pain pt was brought back to the ccl for an angiogram. A 6 fr cls guide catheter was introduced. The stented area in the mid cx, was widely patent. Distal to the stent there was mild disease of 40-50%. Proximal had mild haziness of 50-60% stenosis. Due to these findings the physician elected to proceed with ivus. Ivus showed proximal haziness with a diameter of approx 1.5mm and the previosly implanted stent to be fully apposed. The proximal portion of the cx was treated with a cypher 3.5 x 13 mms stent at 10 atms for 30 seconds. A quantum maverick 3.5 x 12 mm balloon was inflated at 14 atms for 30 seconds to post-dilate. The pt continued to have chest pains that were unabated by the procedure.